Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. A triclip steerable guide catheter (tsgc) (50409r1016) was inserted, and a triclip clip delivery system (cds) was inserted. However, while turning the l knob, it was not responding correctly to correct the for a septal hugger angle of the clip delivery system (cds); the sgc was unable to curve. Therefore, the tsgc and tcds were removed from the patient. A new triclip (51223r1094) was then prepared for use. However, it was observed that one of the grippers was not functioning as intended. Therefore, the clip was not used and was replaced. One clip was then inserted and deployed on the tricuspid valve, reducing tr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.